Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2015 with blood glucose of 950 mg/dl. The customer was treated with some boluses, 3 or 4 intravenous and regular insulin shot. Customer was experienced symptoms like headache and ear bleeding. Customer was in emergency room. The customer also stated that they did not allege insulin pump was under delivering. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active. Customer was declined to continue troubleshoot. The insulin pump will not be returned for analysis.